Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was completely removed and the procedure was successfully completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a sterling balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. Functional testing using an inflation device to inflate the balloon to the rated burst pressure revealed a pinhole in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was completely removed and the procedure was successfully completed with a different device. No patient complications were reported and the patient's status was stable.